Event description:
During a procedure in cath lab, a cardiologist deployed a proglide closure device manufactured by abbott vascular. When retrieving the device after deployment, the device failed, and a portion remained in the patient. The cardiologist was able to remove the broken portion of the device.